Event description:
The blue clave came off of the IV j-loop while the patient was walking. Patient was anticoagulated and was bleeding significantly through the j-loop.there have been multiple similar events with this device at this facility over the last month. The manufacturer has been contacted. Staff have been instructed to save the device if/when the event reoccurs.======================manufacturer response for microclave connector, (brand not provided) (per site reporter).======================they have requested that staff save device if this occurs again. Stated that usually involves one specific lot.